Event description:
It was reported to the clinical engineering department by a physician, that the epg (external pulse generator) is dim, and the knobs are hard to turn. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report. It was noted that the lower case and side bail covers were broken and the lead flex cover was contaminated.